Event description:
Report 1 of 4: it was reported while using bd vacutainer® one use holder, an unspecified number of devices come loose form the needle and may separate. There was no health impact or consequences reported.

Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.